Event description:
Manufacturer received the information from device tracking department. A memo 4d annuloplasty mitral repair ring 4dm-30 was implanted in a patient on (B)(6) 2021. A mitral valve replacement procedure was performed on (B)(6) 2025 due to the mitral regurgitation. No other information has yet been received from the site.